Event description:
It was reported by the patient that blood glucose levels rose above 250 mg/dl while wearing the pod between 1 and 4 hours on the abdomen. The patient reported being unsure whether the cannula was properly inserted into the infusion site. As treatment, a new pod was successfully applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.